Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13911. It was reported that the implanted leads migrated. As a result, surgical intervention took place wherein one of the leads was repositioned and the other lead was replaced. Surgical intervention addressed the issue.